Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: this is a report about a damaged septum of q-syte. The customer reported as follows: insertion into the septum of q-syte was performed twice daily. Two weeks after the start of its use, one side of the septum was damaged like chipped.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: this is a report about a damaged septum of q-syte. The customer reported as follows: insertion into the septum of q-syte was performed twice daily. Two weeks after the start of its use, one side of the septum was damaged like chipped.